Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the 760 ventilator had generated ventilation failure alarm. The device turned on again then post(power on self test) failure occurred with error codes. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the service personnel (sp) inspected the ventilator and replaced the pressure solenoid (p-sol) board. The ventilator passed all test and calibrations at the time of service and was returned to the customer. One psol was returned to medtronic for further analysis. A visual inspection of the returned psol shows no anomalies. The psol was attached to the failure investigation (f.I) test ventilator and it did not pass the power on self test (post). The fault was isolated to component u38. The cause of the observed condition was determined to be the electronic component failure on the p-sol board. The event will be included in trending and monitoring.